Event description:
The patient contacted animas on (B)(6) 2012 alleging that the down arrow keypad button must be pressed several times to elicit a response. The patient stated that the up arrow and down arrow keypad buttons showed tearing one month ago, but was unsure of whether the tactile changes occurred before or after the tearing. The patient denied trauma or moisture to the pump. The patient reportedly wears the pump attached to a belt and cleans the pump with a damp cloth. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was torn at the top of the down arrow button, extending to the top of the ok button, exposing the button contacts. On testing, the down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The up arrow and ok buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.